Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2012 due to decreased impedance and sensing. Information was received from (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).